Event description:
The customer contacted physio-control to report that their device stopped working during inspection. It was observed that the device would not power on when pressing the on/off button. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker failure analysis center evaluated the customer's device and verified the reported issue. It was observed that the integrated circuit, designator u39, on the main pcb assembly had an internal short which resulted in the device to not power on.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device stopped working during inspection. It was observed that the device would not power on when pressing the on/off button. There was no patient use associated with the reported event.